Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 due to cardiogenic shock secondary to ventricular tachycardia (vt) arrest. The patient was given numerous shocks with an external defibrillator. The patient's vt was noted to be a pre-existing condition prior to their left ventricular assist device (lvad) implant. Amiodarone and lidocaine was administered, and the patient was cannulated with a venoaterial extracorporeal membrane oxygenator (va-ECMO) for extracorporeal cardiopulmonary resuscitation (ecpr). Stellate ganglion blocks were administered on (B)(6) 2023. The patient's course continued to be complicated by persistent vasoplegia and right ventricular failure; the patient was unable to wean from their va-ECMO. The patient's right ventricular failure was also noted to be a pre-existing condition prior to their lvad implant. The patient also developed an acute gastrointestinal (gi) bleed. The patient's family decided to transition the patient to comfort measures, and the patient ultimately passed away on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia, bleeding, right heart failure, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.